Event description:
It was reported that the customer passed away. The customer was wearing the pump at the time of death. It was stated that the cause of death was high blood glucose for several days.